Event description:
It was reported that on unknown date, while inserting the t-pal proti interbody, the cage broke in half inside of the l2-l3 disc space. The half of the cage that broke inside the patient disc space was left. There was no surgical delay. This complaint involves one (1) device.

Manufacturer narrative:
No capas or non-confomrnaces related to this complaint issue were found during device history record review. The device portion not remaining in the patient was not returned for evaluation . The root cause is indeterminate.